Event description:
A sales associate was on site at the physician's office with a field svc tech to perform an installation of a spectrum k5 with a slit lamp. The sales associate was test-firing the laser and when he fired in red, the slit lamp filter did not block the full spectrum of red light and he received a flash back. He was not sure he had received a flashback so he fired again, repeating the exposure.